Event description:
The pt obtained high result on the suspect device when checking pt's blood glucose. Pt then gave self a bolus of 9 units from pt's insulin pump. Pt said pt blacked out and woke up in an ambulance. Pt thinks he was treated with d-50. Level 1 glucose control was used on the system and the control result was within range. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.